Manufacturer narrative:
The therogard xp ivtm console (s/n: (B)(4)) was returned to zoll for evaluation. The primary complaint was confirmed during functional testing. The root cause of the issue was a faulty pca 12v inverter. The therogard xp ivtm console is a reusable device and was manufactured on june 27, 2012. Therefore, this type of issue is characteristic of normal wear for the life of the device. Visual inspection was also performed and many bubbles were observed in the display. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm with serial number (B)(4).

Event description:
It was reported that when the therogard xp ivtm console (s/n: (B)(4)) was powered on, the display screen remained blank. It is not known if there was any patient consequences as a result of the issue.